Event description:
It was reported that a patient underwent an paroxysmal atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and there was difficulty removing the catheter from the sheath. Therefore, the physician pulled extremely hard and the tip fully separated and was found in the sheath. The catheter became stuck when the physician attempted to withdraw it from the sheath. By using force, the catheter was removed successfully. When the sheath was removed, it was discovered the catheter tip electrode was dislodged. No catheter components were left in the patient. The procedure was completed with no patient consequence. Upon request, clarification was received on the event. The catheter was not stuck in a partially or fully deflected position. Both puller wires seemed broken as they could not deflect the catheter. The tip of the catheter was completely dislodged. The wires were exposed at the tip of the catheter. The physician stated that he did not think it was an issue with the catheter. He said the patient¿s venous anatomy was "very tortuous" and he thought that the sheath was somehow compromised because of it. When he tried to remove the catheter, the tip got stuck in the sheath where the handle meets the sheath. He pulled "extremely hard" and that was when the tip dislodged. The patient was checked with fluoroscopy to verify that there were no foreign objects in the body. They then removed the sheath. They were able to find the tip of the catheter by inserting a dilator into the sheath and pushing it out. This event is being reported because the tip of the catheter separated. This failure can result in a serious injury.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Concomitant product: agilis nxt 8.5 fr sheath / catalog number 408310. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 5/8/15. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.(B)(4)

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a smart touch bidirectional catheter. The catheter became stuck when the physician attempted to withdraw it from the sheath. By using force, the catheter was removed successfully. When the sheath was removed, it was discovered the catheter tip electrode was dislodged. No catheter components were left in the patient. The procedure was completed with no patient consequence. Upon receipt, the catheter was found separated from transition between the peek housing and the tip lumen with wires exposed. Electrodes were found damaged, also there was green matter on the exposed wires and underneath of the electrodes number 5 and 6. Due to this condition catheter was sent to spectrum electro magnetic (sem) analysis. Results showed that the proximal and distal section of the separation presented evidence of presence of polyurethane (pu) as a well union of both components. However, both sections of the separation presented also damages on the pu of the union of both components. This was probably induced by tension conditions between the tip and the body of the device. Also, damages were found on rings # 5 and #6. These damages are aligned with scratches found on the body. These damages and scratches could be related to a stuck object. The tension conditions combined with the stuck object could be related to the tip separations since damages were found from the pu to the rings and body. Outside measurements were taken to the catheter and it was found within specification. Several pull tests were performed to different samples under different scenarios to try to reproduce the failure related. None of the tested samples presented the condition of the received piece. Please refer attached pictures for further details. According to the results, there is nothing to suggest that the peek and soft tip were not manufactured in accordance with the validated process instructions, and the joint failure is resultant of an extreme overload as noted. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedure, customer complaint has been confirmed. However, the root cause does not appear manufacture related.